Manufacturer narrative:
Section a2, a3, a4, a5: unknown if there was patient contact or not/ not provided. (B)(6). Section b3: date of event: unknown, not provided. Section d6a: if implanted, give date: not applicable, as lens no indication that lens was implanted. Section d6b: if explanted, give date: not applicable, as lens no indication that lens was implanted, hence not explanted. Section h3: 81 - other: the device is not returning for evaluation as it was discarded by the account; therefore, a failure analysis of the complaint device cannot be completed. A review of the device record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) on a preloaded product was defective. Unknown on what exactly was wrong with the iol. Also, unknown if there was patient contact or not. Per faxed document the iol was discarded. No other information was provided.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: may 12, 2023. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection under magnification revealed that the complaint handpiece was received inside of a sealed sterilization pouch. The pouch was opened and the handpiece was observed to have the lens placed in the proper starting position. The handpiece was disassembled and the assembly was inspected, no issues that could cause or contribute to the complaint issues could be identified. The lens was removed from the lens module, revealing no issues with the lens. The complaint issue " dc-lens damaged" could not be confirmed during product evaluation, and no issues were identified. Based on the complaint investigation results, the product was released within specifications and a relationship between the device and the reported incident could not be determined. Conclusion: as a result of the investigation there is no indication of a product deficiency or product malfunction could be identified. Please note that the information reported in sections d2 (common device name), h.6 (health effect -clinical code and medical device problem code) and section g.1 (manufacturer contact e-mail) is information that remains unchanged from the initial emdr report. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.